Manufacturer narrative:
The insulin pump was received with no button response due to the lcd keypad connector being unlocked. The following cosmetic damage was also noted on the device: minor scratches on the display window, case cracks at the display window corners, cracked battery tube threads, a broken reservoir tube lip, cracked reservoir tube, and lcd bleeding. (B)(4).

Event description:
Customer reported via phone call that her insulin pump received a low reservoir alert that she is unable to clear due to unresponsive buttons. The patient's blood glucose at the time of incident was 221 mg/dl. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.